Event description:
Information was received indicating that a smiths medical cadd solis pump displayed a "disposable not properly attached, please re-attach" message while being used with a cadd administration set, but the issue would not disappear. There was no reported adverse event.

Manufacturer narrative:
Other, other text: information was received stating the cassette could not be attached, and no message was displayed on the pump. No clinical consequence was observed. Another set was used. The treatment being used was parental nutrition.